Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure with a finger joint. Allegedly, within the first 6 postoperative weeks a prosthesis fracture occured without recognizable trigger with pronounced swelling of the joint. Revision surgery needed.